Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she was in the hospital last week with a crimped infusion set. The customer's blood glucose level ran high the week before and ended up in the hospital. Her blood glucose level was around 300 mg/dl. The device was not returned.